Event description:
It was reported that there was a recall on the patient¿s first pump, so it was replaced in (B)(6) 2013. It was noted that the recall was due to a malfunction with the port. There was no problem with the pump; it was only changed because of the recall. No patient symptoms were reported. The pump was used to infuse dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l67849, implanted: (B)(6) 1999, product type catheter. (B)(4).